Manufacturer narrative:
B4:(B)(6)2021 the customer confirmed the reported failure. The field service engineer replaced the front bezel. The unit was tested, and it was returned to service.

Event description:
The navigation ring is not working. The unit was not in use, and there was no patient or user harm reported.